Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the male luer of the blood collection holder broke off in the patient's "clave" (needleless connector), and required the clave to be replaced. The reporter indicated that the patient did not endure any adverse effects from the event.